Event description:
During review of the event history, a colleague infusion pump was found to have experienced a failure code 810:15. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury or medical intervention is reported in regards to this occurrence. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.